Event description:
Mother called to report that her daughter who is mentally impaired started to scream because of programming difficulties and inappropriate shock. She also got blister on her arm at the implantation side. Pt was then explanted, but the lead was remained and was determined that the lead became loose. After surgery and explantation, pt stopped screaming. Reporter stated that they filed a law suit and also learned that the suspect device was recalled.